Event description:
It was reported to technical services on (B)(6) 2011 that this patient has a history of noise on this lead. While coaching, he was in an svt of about 140bpm and was shocked three times because of noise on the lead. The third shock was on a t wave and put the patient into vf and also shorted out the can and no therapy was delivered. CPR was started immediately and the rescue squad took him to norfolk general. Currently he is still in a coma, after the incident, they looked at an x-ray to examine the lead and could see nothing wrong. They then pulled up the flouro images from the cath that the patient had and could see the conductors, outside of the lead body, right at the tricuspid valve. They were frayed and broken. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)